Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx drug eluting stent was attempted to be used to treat a lesion in the rca. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. It was reported that the stent dislodged during delivery to the lesion. It is reported that the dislodged stent was removed with a snare. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: a snare loaded into a guide catheter was received with the delivery system. Delivery system returned with kinks on the distal shaft. The distal shaft appeared to be wrapped in a knot on the hypotube. Kinks were evident on the hypotube from 36.5cm to 82cm distal to the strain relief. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency could not be verified with a 0.015 inch mandrel due to kinking of the distal shaft. Numerous kinks were visible on the distal shaft from 12.6cm to 24cm proximal to the distal shaft. If information is provided in the future, a supplemental report will be issued.